Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that during a procedure the system displayed a communication error message. No pt injury was reported.